Event description:
A caller reported a shattered touchscreen, making it unresponsive and illegible. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy.